Manufacturer narrative:
(B)(4). The event is currently under investigation.

Event description:
It was reported during a lead extraction procedure that the patient¿s blood pressure started to drop, upon investigation it was found that he had a pericardial effusion and was referred for surgery. The patient status was reported to be ¿fine this morning¿. The problem was a tiny hole in the right atrial appendage. No additional information was available at the time of this report.

Manufacturer narrative:
Correction of contact information. Investigation ¿ evaluation. The lead extraction evolution mechanical dilator sheath set was not returned; therefore a physical investigation could not be performed. The complaint was unable to be confirmed and the root cause of the reported tear in the right atrium while removing the lead was not able to be determined. The lot number was not provided therefore a review of the device history record was unable to be performed. This is a known failure mode for this device. The instructions for use (IFU) indicates cardiac tamponade as a potential adverse event. This is a known failure mode for this device and will be captured in the risk assessment complaint history search. Per the quality engineering risk assessment; no further action is required. Cook medical has notified the appropriate personnel and the will continue to monitor this device via the complaints database for similar complaints.